Event description:
It was reported the device had a bad battery. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record review. The device was received with the plunger seal broken, case bottom seal in tact and left case has broken screw boss and battery door is cracked. The visual inspection showed the battery communication had timed out. The device was tested using the power up process and battery diagnostics. Testing found battery communication timeout at power up process. Battery not recognized in battery diagnostics. The root cause was a combination of defective battery and interconnect board. Actions taken to mitigate the issue, replaced interconnect board and battery. Verified battery charged to 100%. Performed all functional testing which passed.